Manufacturer narrative:
(B)(4). Additional device evaluation: the battery compartment was found to be stripped.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, power on resets were verified in the black box. The battery compartment has visible corrosion and there were no cracks in the battery compartment. The returned battery was found to be stripped and did not secure to the pump. Rebooting was duplicated. The pump was exercised for 24 hours with test battery cap and there were no power loss or reboots.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will not self reboot from time to time. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Additional information:evaluation revealed that the battery compartment was stripped. (B)(4).